Event description:
It was reported that the patient presented to the clinic on hearing tones from their device and interrogation showed an alert for long charge time. The device had not reached elective replacement and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitants product: 5076 implantable pacing lead (B)(6) 2006. (B)(4).